Manufacturer narrative:
The user-reported over-infusing issue could not be confirmed. The device was found to have a flow rate deviation of -51.04%, which was outside of the +/-5% specification. In addition, the device was found to have a battery outside of the warranty; this issue was not related to the user-reported issue. The door latch pin was found to be ground down and the device showed signs of physical damage, both of which might have contributed to the flow rate deviation issue. The device was repaired, recalibrated, and tested to all specifications on (B)(6).

Event description:
The user reported an over-infusing issue with the device to a customer representative at zyno medical on (B)(6). It was found to over-infuse by 27.0% on (b)(64). No patient was involved.